Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device did not work smoothly. Additional information received january 4, 2017 clarified that due to the device not being able to be in smooth contact with the skin, the skin graft was shredded requiring a second unplanned graft be taken.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The patient was under anesthesia during the time of delay. There is no code available for it. On december 12, 2016, it was reported that the device did not operate smoothly. On january 4, 2017, it was clarified from medwatch that the issue occurred (B)(6) 2016, and the device could not be kept in smooth contact with the skin which caused the graft to be shredded. It was noted that a second graft had to be taken. On january 9, 2017, it was clarified that the event did happen during surgery and there was a 45 minute delay to the procedure. The patient was under anesthesia during the event and another device had to be used to complete the procedure. The reported event did impact the graft where another graft had to be taken. The blade was properly placed on the device and the surgical technique for the device was used. There was harm to the patient but no harm was reported to the operator. There was no contributing condition as a result of the reported event. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) eleven times since the inception of sap in july of 2011. The last repair was november 14, 2016 where it was reported that the device was being sent in for preventative maintenance (pm) and the bearings were replaced. This is not a related issue. Initial qa inspection of the air dermatome on january 3, 2017 revealed that the motor of the device ran smooth and the device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5445 rpm. The control bar position was flush with the master blade and the side to side and calibration measurements at all test settings were all within specifications. It was noted the swivel had a pin that was pushed out farther than usual but that would not affect the operation of the device. Repair of the air dermatome was performed by zimmer biomet surgical on january 3, 2017, which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining, motor, swivel, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was non verifiable since the service technician unable to reproduce the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the of the thickness lever, reciprocating arm, bearings, seal and retaining, motor, swivel, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
Initial qa inspection of the air dermatome on january 3, 2017 revealed that the motor of the device ran smooth and the device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5445 rpm. The control bar position was flush with the master blade and the side to side and calibration measurements at all test settings were all within specifications. It was noted the swivel had a pin that was pushed out farther than usual but that would not affect the operation of the device. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017, which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining, motor, swivel, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the air dermatome revealed that the swivel rotated smoothly clockwise and counterclockwise. The motor ran within specification and the control lever torque was also within specification. The control bar position was flush with the master control blade and the side to side and thickness measurements at all of the test positions were all within specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received january 9, 2017 confirmed the event took place during surgery. There was a 45 minute delay in the procedure while the patient was under anesthesia.